Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the 4max catheter was slightly wavy in appearance. Conclusion: the complaint has been evaluated. The complaint indicates that the 4max catheter would not fit through a 7fr guide catheter. Evaluation of the returned 4max catheter and review of the manufacturer's specifications for the guide catheter revealed that the 4max catheter and 7fr guide catheter were not compatible. The 4max reperfusion catheters are 100% inspected for o.d. Specification and all units released in this lot met the specification. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system 4max reperfusion catheter. During the procedure, the physician attempted to run the 4max reperfusion catheter through a 7f guide catheter; however, it would not fit. The procedure was completed using a different penumbra system 4max reperfusion catheter. There was no reported adverse effect on the patient. Physician's comment: I used 4maxc with launcher 7fr several times in the past. Only this lot 4 maxc could not pass through.